Manufacturer narrative:
Reliability engineering evaluated the devices, and the reported problem was confirmed; the locking sleeves of both motors were sluggish and stiff due to debris and dried detergent in the lock sleeve mechanism. In addition, several of the attachments had dried out o-rings, which likely contributed to the reported problem. This condition may be due to normal wear out over time, but was likely exacerbated by improper or ineffective cleaning and maintenance of the devices. (B)(4).

Event description:
Report was rec'd from the USA stating that during surgery the device was hard to put on and remove from motor. It was felt as if something was gumming up the connection. No patient or serious injury was reported. No add'l info was provided.